Manufacturer narrative:
Device not returned for evaluation,

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced. The recurring incontinence started around (B)(6) 2018. The prb was explanted and a new prb balloon was implanted. The patient status following this surgery was reported as yet to be determined since the patient just had his revision surgery. Should additional information be received a supplemental report will be submitted.